Event description:
Clinical study. Same case as 2134265-2008-01237. It was reported that 259 days after a coronary drug eluting stenting treatment procedure, the patient experienced a myocardial infarction (mi) and required a target vessel reintervention (tvr). The patient present initially with an acute mi. The lesion being treated was a 3.3mm, 25mm long, 100% stenosed portion of the mid distal left anterior descending (mid lad) artery. The physician predilated the lesion and placed a 3.5x28mm taxus express2 study stent in the target lesion. Next the physician treated the distal left anterior descending (dist lad) artery. The lesion was 3.2mm, 12mm long and 90% stenosed. The physician treated the lesion with 3.50x16mm taxus express2 study stent. There were no reported complications. The patient was discharged on zinnat; slow k' fusid, aspirin, aldactone, captopril, lipitor, losec, lopressor. At 259 days after the index procedure, the patient experienced a non st elevated mi. The patient presented with stable angina and elevated cardiac enzymes. A 95% stenosis in the proximal lad. The physician treated the patient with the placement of a 3.5x12mm taxus liberte' stent and 4.0 nc balloon. The patient was discharged on fusid, aspirin, aldactone, plavix, aldactone, lipitor, losec and lopresor

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.